Event description:
Patient had a past history of signifcant cervical spondylitic changes. Previous operations were performed at an outside institution. Due to intractable neck and shoulder pain, bilateral carpal tunnel syndrome and arm numbness that was not responding to anti-inflammatory agents a repeat cervical myelogram was done. On 2/20/2006 the following surgical procedure was performed: re-exploration, anterior cervical discectomy, removal of bone plate c4-5, removal of extruded screw right c5, re-exploration and decompression c5-6 disc space, refusion with bone graft, exploration c7-t1 discetomy with bone graft, atlantis cervical plating system 80mm atlantis plate c4, c5, c6, c7, t1. Intraoperative x-ray confirmed good location of the plate. Patient taken to recovery room in stable condition.